Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date of the event is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2016 a customer reported that "about two weeks ago" (date not provided) his/her adc blood glucose meter would not turn on with the button or test strip insertion. As a result of this issue, the customer was unable to test and experienced symptoms of dizziness. The customer reportedly self-treated with insulin, and presented to his/her health care provider, where a blood test was performed. The customer reported being diagnosed with hypoglycemia and treated with insulin by the health care provider. It should be noted that treatment with insulin is inconsistent with a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
(B)(6). The returned meter was investigated with retained test strips. Meter powered on with button depression and test strip insertion. No new issues were observed. Blank screen was not observed. The complaint was not confirmed.

Event description:
On (B)(6) 2016 a customer reported that ''about two weeks ago'' (date not provided) his/her adc blood glucose meter would not turn on wit the button or test strip insertion. As a result of this issue, the customer was unable to test and experienced symptoms of dizziness. The customer reportedly self-treated with insulin, and presented to his/her health care provider, where a blood test was performed. The customer reported being diagnosed with hypoglycemia and treated with insulin by the health care provider. It should be noted that treatment with insulin is inconsistent with a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.